Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited increased capture thresholds, decreased sensing and impedance, and oversensing of noise resulting in false auto mode switch episodes. The patient presented in clinic on (B)(6) 2017 for a device check and no oversensing issues were seen. It was noted that sensing measurements were still low and the capture threshold had decreased. No device intervention was performed. There were no adverse consequences to the patient. Patient will continue to be monitored.